Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a weak vibration issue. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: during investigation, there was no battery cap or cartridge cap returned. All testing was performed with a test cap. The pump powered on with a test battery cap. The vibration alert was present at power up and during alarm functions. There was no evidence of ¿weak¿ vibration duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.